Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the valve-in-valve implant of this transcatheter bioprosthetic valve, the valve was implanted in a low implant position shown on echocardiogram. Mild-moderate paravalvular leak (pvl) was noted but there was no gradient. One month post-implant, an echocardiogram showed that the valve position appeared lower and the pvl had increased to moderate. It was reported that the left ventricle was dilating resulting in increased mitral insufficiency. Medication was prescribed and reduced the pvl to mild. Approximately three months post-implant, a second transcatheter bioprosthetic valve was implanted resulting in decreased mitral insufficiency and no pvl. No adverse patient effects were reported.